Event description:
Healthcare professional reported right side "presents hypointense and serpiginous images, which constitute the signs of linguine, tear drop and drop plus signs of drop, findings comparable with intracapsular prosthetic rupture." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been or will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture.

Event description:
Healthcare professional reported right side "presents hypointense and serpiginous images, which constitute the signs of linguine, tear drop and drop plus signs of drop, findings comparable with intracapsular prosthetic rupture." Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3; h6.